Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2015 with the following findings: a review of the pump black box showed evidence of a voltage drop, battery alarms and pump reboots had occurred. A visual inspection of the pump showed that the battery compartment was cracked. There was evidence of moisture contamination observed inside the battery compartment. The battery cap threads were damaged and the cap did not tighten securely to the pump. A leak test showed a leak at the battery compartment crack. Current draws measured within specifications. The complaint of a battery life issue was not duplicated during investigation. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. Unrelated to the complaint, investigation revealed that the display was dim and discolored. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.